Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler. Patient was in dwell 4 of treatment. Patient noticed fluid leaking into the cycler upon opening the cassette door. Patient had no ill effects. Sample is available.